Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additional findings not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided stating that: "the photos is quite blurry so it¿s a bit difficult to tell. It does look like there may be thermal damage to the bipolar yaw pulley at the base of the grip, but the instrument would need to be returned to confirm."

Event description:
It was reported that during a da vinci-assisted whipple surgical procedure, a fenestrated bipolar forceps instrument was on fire. The customer completed the procedure using a backup fenestrated bipolar forceps instrument with no further issue reported. It was noted there was fragment that fell inside the patient. There was no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the tip of the fenestrated bipolar forceps instrument was smoking. The instrument was not inspected prior to use but the instrument was used a second time. There was no arcing observed. The customer stated that the conductor wire and cables were intact and normal. There was no loss of cautery and no instrument collision. The surgeon did not know the reason for the issue. There was no injury to the patient and no damage to the surrounding tissue.